Event description:
Patient had been implanted with pump for use with a drug being used in a clinical study. In august the hcp was unable to withdraw cerebrospinal fluid from the catheter and patient had developed a focal acne at the site where the catheter enters the lower back. X-ray films revealed a catheter broken where it enters the dura and fragment of catheter in the intrathecal compartment. Patient has experienced no untoward effects. Patient had a catheter revision in september.